Event description:
It was reported that the pt had high impedance on diagnostics during generator replacement surgery. Per reporter, the surgeon was going to check the connection and "inject mineral oil." It is unk what the results were or why the mineral oil was being used. The lead was not explanted. Attempts for further info have been unsuccessful to date.